Manufacturer narrative:
The event reported in this 3500a also represents a potential accidental radiation occurrence (aro) per 21 cfr 1002.20(a). Per 21 cfr 1002.20(c), this event is being reported under part 803. Supplemental aro information is as follows: nature and circumstances of aro: see initial MDR submission location of aro: (B)(6). Manufacturer: see initial MDR submission. Brand name: see initial MDR submission. Number of persons exposed: 1. Number of persons adversely affected: 0. Actions taken to control, correct, or eliminate: see narrative above and/or previous MDR submissions.

Manufacturer narrative:
A medtronic representative went to the site to test the equipment. The representative reported that the imaging system exited without prompt from the user when attempting to perform rad/gain calibrations. The representative then noted that the ht controller board was intermittently failing after following troubleshooting protocols. The representatives then returned to the site and performed the replacement to resolve the issue. The imaging system then passed the system checkout and was found to be fully functional. The suspect ht controller board has not been received by the manufacturer for evaluation.

Event description:
A site representative reported that, while in a spinal fusion, the 2d image acquisitions performed displayed with static rather than any anatomy. The surgeon opted to complete the procedure without the use of the navigation system. The surgeon opted to complete the procedure without the use of the imaging system. There was a reported delay to the procedure of less than 1 hour due to this issue. There was no impact on patient outcome. No additional information was provided.

Manufacturer narrative:
Additional information: it was determined there was an accidental radiation occurrence due to image quality. No defect in an electronic product or failure to comply per 21 cfr 1003 was discovered. The investigation is inconclusive. Unable to determine the root cause based on the documented information. Number of people exposed: - 1. Patient total number of people in or unknown estimated absorbed or effective dose information is not available. If information is provided in the future, a supplemental report will be issued.